Event description:
It was reported that boston scientific technical services (ts) was contacted about high, out-of-range shock impedances of greater than 125 ohms on the right ventricular (rv) lead. Ts was also asked about noise on the shock electrogram, which ts explained was muscle noise due to the far-field nature of the sensing vector. Ts noted the lead looked stable with no gradual rise in average impedance, and programming options were discussed. The rv lead remains in service. No adverse patient effects were reported.